Event description:
This lead was implanted on (B)(6) 1992 and remains implanted at this time. A product experience report states that this lead was involved in issues such as oversensing, pacing inhibition with asystole less than 2 seconds and noise resulting in inappropriate mode switching. The physician was dr. (B)(6) at (B)(6) medical center-(B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).